Event description:
Customer reported a failure of pump shut down. Customer reported it was unknown if there were any pt injuries associated with this report and if there have been no incident reports filed since the last baxter service enent. Customer reported incident occurred during patient infusion.